Event description:
It was reported that the device was leaking. No additional information.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Physical observation showed worn block assembly, cracked tank cover and damaged line cord. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported problem was able to be duplicated. The device from the reservoir tank cover was cracked at the screw holes. The root cause of the reported issue was customer damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information: no patient involvement.